Event description:
Nurse completed infusion of IV antibiotic. As tubing was disconnected by unscrewing locking "collar" and male connector port, the male connector broke off in hub. Nurse was unable to remove the remnant using sterile forceps because it started to break into small pieces. IV line was clamped but not able to be flushed, since the remnant occluded the lumen so a sterile syringe or injection cap could not be attached. Device was discarded.